Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Date of event: unknown. The date received by manufacturer has been used for this field.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes customer has been having problems with fibrin clots. The following information was provided by the initial reporter. The customer stated: ¿for some days now we have been experiencing problems with fibrin clots in the tubes mentioned in the subject line after centrifugation above the gel separator. This poses a problem for our automats. The sampling conditions (turning the tubes upside down), the time before centrifugation (30 minutes) and the centrifugation times are well respected."

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes customer has been having problems with fibrin clots. The following information was provided by the initial reporter. The customer stated: ¿for some days now we have been experiencing problems with fibrin clots in the tubes mentioned in the subject line after centrifugation above the gel separator. This poses a problem for our automats. The sampling conditions (turning the tubes upside down), the time before centrifugation (30 minutes) and the centrifugation times are well respected.".

Manufacturer narrative:
The following fields have been updated with additional information: d.10 device available for eval? Yes. D.10 returned to manufacturer on: 18-oct-2022. Bd received 3 samples for investigation. Retention samples were tested and the complaint was confirmed for red cell hang up. There were no difficulties encountered during blood collection and all retained tubes appeared to exhibit proper fill. Bd was not able to duplicate or confirm the customer¿s indicated failure mode, fibrin, however, red cell hang up was confirmed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for red cell hang-up. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.